Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) battery test stated that there were zero (0) minutes battery life remaining. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. Per the field service representative (fsr), the non-clinical activity was the user's facility performing a monthly battery test of the machine. The fsr could not duplicate the reported complaint. When the system was turned on, it stated over 17 amp hours (ah) capacity. When unplugged, the unit stated more than the acceptable minutes of battery run time. A battery test was run, and the issue could not be duplicated. The fsr found that the power supplies operated as expected and that the unit charged as expected. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.